Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact, not severed. Visual inspection showed a deformed helix, stretched-out and/or bent. The helix mechanism test failed, due to a deformed helix (bent). Laboratory testing was able to confirm the reported clinical observation of electrode end damage. The observed damage is not deemed to indicate product defect or malfunction, but it likely occurred during normal use of the product.

Event description:
It was reported that this right atrial lead was unable to be successfully implanted due to electrode end damage. Reportedly, this lead's helix would not extend during implant. The lead was successfully replaced at the same surgical intervention. The product was returned for analysis. No adverse patient effects.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that this right atrial lead was unable to be successfully implanted due to electrode end damage. Reportedly, this lead's helix would not extend during implant. The lead was successfully replaced at the same surgical intervention. The product was returned for analysis. No adverse patient effects.